Event description:
On (B)(6) 2005 - bard kugel patch was implanted to repair a hernia. On ni/ni/ni - the pt presented with fistula and infection. On (B)(6) 2006 - the patch was explanted (reference medwatch 1213642-2010-00531). On (B)(6) 2006 - bard composix kugel hernia patch ((B)(4)) was implanted at which point the pt states, he is experiencing adhesions of the small intestine.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and the device remains implanted therefore, an eval cannot be completed. This MDR includes all pt, event and device info davol has rec'd and reviewed to date. A review of mfg documentation did not provide any evidence of a mfg related cause for the reported events. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has or can be returned. A definitive conclusion cannot be drawn at this time.